Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device evaluated by MFR: the main coil, the introducer sheath and the delivery wire were returned for evaluation. It was observed that the main coil was bent and stretched along the primary coil. Additionally, it had the coil arm detached. It was also observed that the delivery wire had a jumped coil. Dimensional inspection of the main coil and delivery wire revealed the components were within specification. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 19jan2026. It was reported that coil was unable to be withdrawn from the catheter and was prematurely detached. The target lesion was located in the abdominal aorta and left common iliac artery. A 10mm x 40cm interlock 35 was selected for use. During the procedure, there was no resistance to delivering in the catheter. When the pushing rod was delivered at one third, there was resistance. The coil still could not be delivered after several attempts, and then it was found that it had been detached in the catheter. Then the physician opened another coil, and there was no resistance to delivering in the catheter. After reaching the embolization position, the tip end was coiled up normally. However, since the embolization position was not ideal, the coil was attempted to be removed, but it was found that it could not be withdrawn and delivered. One half of the coil was in the catheter lumen. After withdrawal, it was found that the coil had been detached. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient status was stable post procedure. However, device analysis revealed coil arm detached.